Event description:
It was reported that an unspecified number of an unspecified lihep tube experienced poor barrier separation and erroneous results during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. We are in the process of validating new chemistry analyzers and have discovered that our lithium heparin tubes are causing the ast levels to be high. This may be due to platelets that are staying above the gel. Because of this we would like to investigate the barricor tubes again. Site is basically having issue only with those tubes that are sent to them and are aware that it may be interference from the platelet and wbc's that are redistributed into plasma during transport. No issue with collections from hospital. Site will be switching to serum for collections.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified lihep tube experienced poor barrier separation and erroneous results during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. We are in the process of validating new chemistry analyzers and have discovered that our lithium heparin tubes are causing the ast levels to be high. This may be due to platelets that are staying above the gel. Because of this we would like to investigate the barricor tubes again. Site is basically having issue only with those tubes that are sent to them and are aware that it may be interference from the platelet and wbc's that are redistributed into plasma during transport. No issue with collections from hospital. Site will be switching to serum for collections.